Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins was functionally okay. The ins was received for analysis with the setscrew too low in the connector port to advance a lead, but it could not be determined when that happened. During analysis the setscrew was turned back with a 4 oz-in torque wrench and a lead was advanced with no problems. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
A healthcare provider via a manufacturer representative reported that during a procedure, there was lead insertion difficulty and the lead couldn't be advanced into the header of the device. The implantable neurostimulator (ins) setscrew dropped down into the header before the healthcare provider did anything, and the header block was obstructed by the setscrew. Another implant was used and the healthcare provider was able to insert the lead fine. There was no patient injury and no symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.